Event description:
Philips received a complaint by the hospital mechanical engineer (me) on the v60 indicating that the navigation ring did not respond temporarily during an inspection at the me room. It was reported there was no patient involvement at the time the issue was discovered.the reported issue was not duplicated, and the device has continued to be used without any problem since. No further abnormality was confirmed. No work order was generated, nor a request for repair. Therefore, this is for reporting purposes only. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.